Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert for high electrode impedance was observed for this subcutaneous implantable cardioverter defibrillator electrode. Technical services (ts) recommended x ray imaging and evaluate for noise as it appeared to be a fracture. Imaging was performed which confirmed this electrode is fractured near sense b. Therapy was programmed off. This electrode remains implanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert for high electrode impedance was observed for this subcutaneous implantable cardioverter defibrillator electrode. Technical services (ts) recommended x ray imaging and evaluate for noise as it appeared to be a fracture. Imaging was performed which confirmed this electrode is fractured near sense b. Therapy was programmed off. This electrode remains implanted at this time. No additional adverse patient effects were reported. Additional information was received that this electrode was explanted. A return request is being sent to the field. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This electrode has not been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that an alert for high electrode impedance was observed for this subcutaneous implantable cardioverter defibrillator electrode. Technical services (ts) recommended x ray imaging and evaluate for noise as it appeared to be a fracture. Imaging was performed which confirmed this electrode is fractured near sense b. Therapy was programmed off. This electrode remains implanted at this time. No additional adverse patient effects were reported. Additional information was received that this electrode was explanted. A return request is being sent to the field. No additional adverse patient effects were reported.